Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the procedure, the fiber made a popping noise and then stopped functioning. It was also noted that the fiber body was broken. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that during the procedure, the fiber made a popping noise and then stopped functioning. It was also noted that the fiber body was broken. The procedure was completed using another of the same device. There were no patient complications.